Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s stimulator was not working. Since the device was not working the patient had been falling. They were scheduled for replacement on (B)(6) 2015.

Event description:
Additional information received reported that the patient was not scheduled for a replacement on (B)(6) 2015. The patient was seen in the clinic on (B)(6) 2015 and (B)(6) 2015 for a device reset. The replacement will be discussed at the august appointment. The patient experienced charging difficulty due to a loose pocket as a result from weight loss. In addition that patient also had a fall. These issues were related to the report of the scs not working. A physician mode recharge (pmr) was performed and a reprogramming was done with good coverage as a result. Impedances were within normal limits. If the leads gave good coverage then the pocket was going to be revised and the ipg was going to be replaced with a prime due to patient preference regarding charging.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).